Event description:
It was reported that during an attempted implant, the lead exhibited inadequate sensing once placed in the desired position. The physician attempted several other positions with the same results. The physician elected to remove the lead and replaced with a passive lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).